Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough evaluation. The pump was inspected microscopically and subjected to leakage testing. Microscopic examination revealed that the ms pump kink resistant tubing (krt) was worn down to the filament, and the left cylinder krt exhibited a perforation consistent with wear. Contamination consistent with bodily fluid was also observed inside the ms pump. Leakage testing confirmed that the ms pump krt had a wear related leak. To prevent potential damage to the test equipment, functional testing of the ms pump was not performed. Based on the available information and analysis results, the clinical observation of mechanical issue was unable to be confirmed, as the pump could not be functionally tested; however, the leak identified in the pump could have caused or contributed to the reported clinical observations of tube - hole/perforation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which was identified a crack in the pump connecting tube. The pump was replaced. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed during which was identified a crack in the pump connecting tube. The pump was replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.